Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed, therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accumax 200 laser fiber was used during an ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser setting used was 2000joules and 8hertz. According to the complainant, during the procedure it was noticed that the laser light (aiming beam) was very dim. The fiber was disconnected from the laser unit and the connector was hot to touch. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One accumax 200 laser fiber was received for analysis. Visual examination revealed that the exposed glass fiber tip measured approximately 3.0 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicates that the fiber was broken within the connector. As a result, no aiming beam was visible and effective transmission was not measured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device would cause the connector to overheat thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accumax 200 laser fiber was used during an ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser setting used was 2000 joules and 8hertz. According to the complainant, during the procedure it was noticed that the laser light (aiming beam) was very dim. The fiber was disconnected from the laser unit and the connector was hot to touch. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.